Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered the glue on the forceps cover to be peeling. Additionally, the bending section cover glue was cracked. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset evis exera ii ultrasound gastrovideoscope to the service center. During a standard inspection of a customer returned asset, the forceps cover glue was found to be peeling. The customer did not report any problem associated with the device and there was no patient user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to an external force applied to the distal while handling. The instruction manual identifies the following verbiage: chapter 3 section 3.2 inspection of the endoscope - "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."